Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be a depleted battery, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. A1 updated, b3 unknown, d3, g1, and g2 email is: (B)(6).

Manufacturer narrative:
D4 (UDI), and g5 are unknown. No further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the pump was not working properly. Patient reported, that when using the pump, it made a weird noise beeping several times. And showed error message stop on the screen. Patient then noticed, the medication was not getting infused, so the back-up pump was used. Infusion was successfully restarted. The patient noticed being more out of breath, but since restarting the infusion, it resolved. No patient injury reported.